Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4). See manufacturer report number 3004209178-2014-83005.

Event description:
The customer's father reported via phone call that they had to go to the customer's school several times to change out the infusion set and reservoir and the insulin pump was not functioning properly and insulin was leaking. He also reported that it seemed like the piston had a crack. The father did not have the insulin pump available to troubleshoot. It was advised to call back to troubleshoot and revert to back up plan if needed. Customer's blood glucose value was 111 mg/dl. The insulin pump was not replaced or returned for analysis.